Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant. Additional information was received, stating that this patient underwent a revision procedure and this lead was successfully repositioned. This rv lead remains in service . No adverse patient effects were reported.